Event description:
The customer reported a failure to charge during a synchronized cardioversion. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to charge during a synchronized cardioversion. There was no negative pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.